Event description:
While using the punch to make hole in the bone, the end broke off into the pt. X-rays were performed to determine the location of the tip. The tip of the instrument is embedded in the pt's shoulder and cannot be retrieved.